Event description:
Customer reports taking an unspecified type of insulin after testing 17 mmol/l on the compact plus system. Sometime during the middle of the night the customer's wife thought he was "too still." Customer was unconsciousness and had cramps. Customer's wife called an ambulance; customer tested 1.7 mmol/l on the professional meter and 27 mmol/l on the compact plus system. The timeframe between these results was not provided. Customer was treated with two doses of intravenous glucose solution. Customer was not admitted to the hospital and he is currently ok. Requested return of suspect device.

Event description:
Customer reports taking humalog after testing 17 mmol/l on the compact plus system. Approximately 3 hours later the customer's wife thought he was "too still." Customer was unconsciousness and had cramps. Customer's wife called an ambulance; customer tested 1.7 mmol/l on the professional meter and 27 mmol/l on the compact plus system. The timeframe between these results was within 2-3 minutes. Customer was treated with two doses of intravenous glucose solution. Customer was not admitted to the hospital and he is currently ok. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).